Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient receiving unknown baclofen via an implantable pump. The indications for use were unknown. It was reported that the manufacturer representative (rep) stated that the patient had an MRI on (B)(6) 2024 and did not have their pump checked post MRI. The rep stated that they interrogated the pump at 1: 53pm and saw a motor stall. The rep confirmed that they updated the pump today. The manufacturer's technical services specialist (tss) reviewed telemetry mode and to wait 15 minutes after the first interrogation after running the logs to see if there was a motor recovery. The rep stated that there was no volume discrepancy but they did hear the alarm again after updating it. The rep called back stating it was still stalled 1 hour later and they were going to perform a roller study. The rep called back the next day and stated that the pump was checked again today and the logs show the motor stall recovery occurred at 15:30 after the pt left the clinic yesterday ((B)(6) 2024).